Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the controller disposition. D1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 23-july-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 23-july-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 23-july-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 23-july-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 23-july-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery serial #: (B)(6), d10: yes, 23-july-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). No device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun: mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s batteries exhibited power switching. It was further reported that the batteries were not being recognized by the controller and a critical alarm was heard. It was noted that the controller power ports were slightly dirty, therefore, the power ports were cleaned, and the new and old batteries were lubricated. All the batteries were exchanged. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and six (6) batteries were returned for evaluation. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed functional testing. The batteries were able to adequately to connect and provide power to the test controller. Visual inspection of (B)(6) revealed that the release indicator marker on the battery connectors were illegible. This is an additional finding not related to the reported event, likely due to wear and/or to the handling of the devices. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. As a result, the reported contamination event was confirmed. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to communication errors involving (B)(6) and several premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone. It is likely the observed momentary disconnections were perceived as the reported "additional alarms". Log file analysis revealed a controller power up event was logged on 26-jun-2020 at 08:59:42. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 81% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed prior to the loss of power. The controller was without power for 8 seconds. Loss of power will result in a continuous audible alarm. As a result, the reported loss of power and premature power switching events were confirmed. The reported battery not recognized event could not be confirmed during testing. However, it is likely the observed momentary disconnections were perceived as an inability to recognize the battery. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 09-aug-2018. There is no evidence of lubrication servicing on the batteries (B)(6). A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power port contamination event can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to communication errors and momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. However, the most likely root cause of the reported "additional alarms" event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00 389403 investigated momentary disconnections prior to lubrication servicing. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135, 3213 h6: FDA conclusion code(s): 19, 4307 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135, 3213 h6: FDA conclusion code(s): 19, 4307 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited power switching and the critical alarm that sounded occurred as if the external batteries were not connected to the controller at all. The patient also reported that the event was associated with additional alarms that occurred when the batteries were connected to the power ports and the controller switched from one battery to another.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding further malfunctions associated with the controller. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.